Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient was recently implanted and started to hear a critical alarm the night prior to the report. The patient was to be seen by the healthcare provider (hcp) the day of the report to interrogate the pump. The reservoir volume was confirmed to be correct, so an empty reservoir alarm was ruled out. The reporter was present at the implant and did not believe there was a pending alarm; although she was not the person who interrogated that pump prior to implant. Per the event logs, the pending alarm of motor stall occurred on (B)(6) 2015 and recovered on (B)(6) 2015. The pump logs on the date of the implant were stated to be normal and the pending alarm did not show up on the printout or during telemetry. When taking a second look at the event log again, the reporter was able to see the pending alarm and admitted to missing the motor stall. The reporter was instructed to silence the alarm and update the pump. It was stated that the patient also experienced some leg cramping the night prior to the report and it was unsure if this was related to the alarm. The hcp had cut the patient¿s oral baclofen dose after implant and now the plan was to start the patient back on oral medication until cause of the issue was determined. The patient was reportedly stable and her dose was being titrated to efficacy. The pump was used to deliver lioresal. No outcome was reported, as the dosage was being titrated to efficacy. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a critical error alarm occurred at 23:00 on either the day of implant or the following day (report's recollection was conflicting). The pump was reportedly full. The patient was then seen on (B)(6) 2015 by the managing physician and the pump was interrogated and reset. The reporter claimed the pump logs showed the alarm occurred a day or two before the pump was implanted. The reporter was informed that it was some ¿weird error¿ and could have possibly been caused by the pump getting cold during shipping. The patient was happy with the pump and ¿things were working well.¿ the patient received a bill for correcting this error and did not feel they were responsible for paying it. The patient had an upcoming appointment at the end of the month and was to discuss dosage increases.